Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on april 20, 2023.

Manufacturer narrative:
This report is submitted on june 07, 2023.

Manufacturer narrative:
This report was submitted on march 14, 2023.

Event description:
Per the clinic, the patient poor performance with the device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.